Manufacturer narrative:
Based on the overall information currently provided in this report, there is a reasonable possibility that a potential malfunction (reported as "jada clogged two separate times after sweeps") has occurred with the jada system whereby if the suspected malfunction were to recur at a time when the patient was not under close observation, this malfunction could possibly cause or contribute to a death or serious injury. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada.", "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding.", "precautions: after initiation of vacuum, blood flow into jada or the vacuum tubing and/or improvement in uterine tone should be noted. If this does not occur, the cervical seal and/or the vacuum may not be effective.", "troubleshooting: recommended actions (vacuum is not detected at the end of the vacuum tubing.): check connection on all system components and recommended actions (vacuum system is connected and working but uterus does not collapse and/or bleeding does not stop): increase vacuum pressure to maximum (90 mm hg), disconnect the vacuum tubing from jada and occlude the end of the tubing to check vacuum, confirm appropriate jada placement, with ultrasound if needed and re-evaluate patient for other sources of bleeding" out of an abundance of caution, the company will report this case as a malfunction MDR.

Event description:
A health care provider reported via text to an alydia health employee that a jada clogged two separate times after sweeps before they discontinued use. The text stated, "we used a jada just now. Is there a way to flush the jada??? It never sucked out blood so when she pulled it out the end was full of clots" and "every tie she did a sweep she removed clots" and "she would contract and then get boggy again". A request for additional information was made on 03/11/2022, to inquire if the lot number was available, if the device was retained, and follow up questions regarding this case. There is limited information for this case at this time, the phone number provided by the health care provider was called three times, no answer, and no ability to leave a call back message as the voice mail was not set up. A text was sent requesting a call back, no response received to date. If additional information is provided, this report will be amended. A jada device was inserted and became clogged twice after manual uterine sweeps and was discontinued.